Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This if filed to report the gripper line break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. During gripper line removal, the gripper line broke. The gripper line was almost completely removed when the break occurred; therefore, no tension was placed on the clip. A small portion of the gripper line remained in the steerable guide catheter (sgc) and was removed. Two clips implanted, reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper line break could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.